Event description:
It was reported that the during an implantable neurostimulator (ins) replacement they noticed that the sheath was gone on one of the leads and there were exposed wires at the contacts. It was noted that some impedances were off. It was further reported that the ins replacement was due to normal battery depletion and there were no other problems during the revision. It was noted that the patent had an elective replacement indicator and did not lose therapy. It was later reported that impedances did not resolve but there was reprogramming and the patient was reportedly ¿getting good coverage.¿ it was noted that no cause of the issue was determined. It was reported that no interventions were taken, the battery was replaced and the patient was getting better coverage after reprogramming. The patient was reportedly doing great and receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).